Event description:
It was reported that the intraocular lens was removed intraoperatively due bent haptic and capsule damage. Vitreous loss and vitrectomy were also reported. The incision was enlarged and the lens was replaced with a different model and diopter lens. The physician indicated that in his opinion the most likely cause of the event was "front haptic did not load properly." The patient's current prognosis was described as "should do ok." This event refers to the pt's right eye. Please reference MDR # 1119279-2014-00014 for the intraocular lens used in this event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.